Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to thigh blood glucose of 630mg/dl. The customer mentioned having problems with bent cannulas prior to her admission. Troubleshooting was performed. The time, date, and bolus wizard were correct. Reviewed the alarm history and found multiple no delivery alarms. Instructed the caller to remove the cannula and it was bent. Instructed the customer to change the entire infusion set and reservoir. The customer stated that she noticed insulin was leaking out of the site and onto her clothes. No further information was provided.